Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the dat test at 0.08820 inches. No possible over/under delivery anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl and alleged insulin over-delivery. The customer bolused and their blood glucose drastically dropped. The customer treated for the low blood glucose with food and glucose tablets. Customer¿s blood glucose level was 111 mg/dl at the time of the call. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no priming issues identified either. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump and reservoir will be returned for analysis.